Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, it was reported that the patient had not verified that the patient line had primed before connecting themselves to it. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.